Event description:
It has been reported to philips that the allura system could not complete the boot-up sequence. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Review of the system log file showed that malfunctioning flexvision pc. Upon ispection, fse found issues with the flexvision pc. Fse reloaded the software of the flexvision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.